Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal outer sheath became kinked or restricted within the anatomy, such that resistance was encountered with the thumbscrew during deployment; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the peroneal artery. A 3x40mm xpert pro peripheral self-expanding stent system (sess) was being deployed and the stent partially flared out; however, it was difficult to release the stent because the thumbwheel appeared to have difficulty unscrewing completely. The sess was being removed through the access sheath; however, slight resistance was felt when the flared end of the stent got caught in the hemostatic lock of the access sheath and the stent completely came out. The stent was easily removed from the sheath. There were no similar sized stents available; therefore, the procedure was successfully completed with angioplasty. There were no adverse patient effects. No additional information was provided.